Event description:
It was reported that a large volume intermate leaked from the luer lock connector, during patient infusion of ganciclovir and 0.9% sodium chloride. When the event occurred, the luer lock connector was connected to a non-baxter valve. The valve was further connected to another non-baxter product, which was connected to a three-way cock leading to the patient port. The patient received repeated infusions with this setup, connected by different nurses. There was no patient injury or medical intervention associated with this event. No additional information is available. This is report 10 of 10 for this patient.

Manufacturer narrative:
(B)(4). The sample was not returned; therefore, a device analysis cannot be completed. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.